Event description:
It was reported that while using the bd bbl¿ isovitalex¿ enrichment that there was a performance issue. The following information was provided by the initial reporter reference (B)(4) our homemade plates are rejected on quality, there is hardly any growth. In the last shipment of isovitalex enrichment reference (B)(4) our homemade plates are rejected on quality , there is hardly any growth on the haemophilus plates.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00480 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd bbl¿ isovitalex¿ enrichment that there was a performance issue. The following information was provided by the initial reporter reference (B)(4) our homemade plates are rejected on quality, there is hardly any growth. In the last shipment of isovitalex enrichment reference (B)(4) our homemade plates are rejected on quality , there is hardly any growth on the haemophilus plates.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.